Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the last follow-up on 11 may 2017, the displayed residual longevity was 14 months. Upon interrogation on (B)(6) 2017, the device had reached the recommended replacement time (rrt). It was explanted on (B)(6) 2017 and was returned for analysis. Preliminary analysis showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).

Event description:
Reportedly, during the last follow-up on (B)(6) 2017, the displayed residual longevity was 14 months. Upon interrogation on (B)(6) 2017, the device had reached the recommended replacement time (rrt). It was explanted on (B)(6) 2017 and was returned for analysis. Preliminary analysis showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
Preliminary analysis of the returned device confirmed that electrical characteristics were within specifications.

Event description:
Reportedly, during the last follow-up on 11 may 2017, the displayed residual longevity was 14 months. Upon interrogation on (B)(6) 2017, the device had reached the recommended replacement time (rrt). It was explanted on (B)(6) 2017 and was returned for analysis. Preliminary analysis showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).